Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used, filled easypump ii lt 100-50-s without packaging connected with a port cannula from a competitor. The received pump was taken to a visual inspection. In as-received condition the white clamp was closed. The original wing cap was not handed over by the customer; the patient connector is connected with a port cannula. After opening the top cap we detected residues of solution (liquid) at the filling port (lli-cone). In addition, we detected residues of crystallized drug at the port cannula moreover, the sample was taken to a functional test respectively a leak test was carried out. After starting the pump the pump did work (solution was running). Leakages were not detected on the sample. The inspected sample is in accordance with our requirements. Hence we assess this complaint to be not justified. We have informed our manufacturer accordingly. Reviewed the device history record and no abnormalities found during in-process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the product was not completely emptied out.